Manufacturer narrative:
This balance block is secured to the gantry disc by 3 bolts and nuts, the assembly process is clearly defined in the manufacturing instruction. Due to a mistake made during production, the nuts used to secure the weight were not tighten to the recommended specs causing the balance block to loosen and detach from the gantry. According to the investigation performed by our intn'l affiliate, we have no other reported event, we report this as a single case. Note: there was no reported injury during this event. We were unable to deselect "female" in pt info.

Event description:
It was reported while during daily calibration before pt scans, one of the balance blocks afixed to the rotating gantry disc, detached from the gantry through the gap between front and rear covers. The balance block hit the extension of pt cable and fell to floor. Since this event occurred during the daily calibration, no pt examination were being conducted, and no injuries were reported. Damage to the scanner was primarily limited to internal components with some cosmetic damage to the pt table and the gantry covers. All damaged parts were replaced, and the gantry was rebalanced by local service.